Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station power failed. The field service engineer (fse) found the station would not boot, with no power and a dark display. Power at the outlet measured 120v, and the power supply was discovered turned off; after powering it on, the station successfully booted and passed diagnostics. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had gone black, and the device did not turn on. The customer had attempted unplugging and replunging the unit, as well as turning it on and off, but the pyxis still did not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.